Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in united kingdom. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received results of 16.7 mmol/l and 5.8 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.